Event description:
Erroneously low total bhcg result was 0.35 miu/ml. The pt was reported to be definitely pregnant when the initial tbhcg result was obtained. Repeated tbhcg result for the patent was 116,585 miu/ml. There has been no change to pt treatment or any injury that can be attributed to this event.